Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. The 12mm x 3.0mm nc emerge balloon ruptured on the first inflation at eighteen atmospheres. The procedure was successfully completed with a different device without issue or patient injury.